Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and moderately calcified circumflex artery. A 2.75 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion even after multiple attempts. The device was removed from the patient's body and the proximal end of the stent strut was found to be deformed. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.75 x 20mm stent delivery system was returned for analysis. An examination of the crimped stent identified proximal stent damage with stent struts lifted from crimped position. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A examination of the shaft polymer extrusion found no issues. An examination of the tip found no issues. No other issues were identified with the device.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and moderately calcified circumflex artery. A 2.75 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion even after multiple attempts. The device was removed from the patient's body and the proximal end of the stent strut was found to be deformed. The procedure was completed with another of the same device. No patient complications reported.